Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a colectomy functional end to end anastomosis, the colon resection was attempted to be performed but the firing knob did not advance. The reload was replaced but the firing knob did not advance. The handle was then changed to resolve the issue. The event occurred in use for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The instrument and sulu were applied to the appropriate test media. The interlock became engaged but the firing knob could not advanced. The instrument was disassembled and it was noted the pin firing knob presented a short shot condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The short shot condition does not allow for the proper performance at the pin and the firing knob assembly components for the release of the firing knob. Improvements have been initiated to mitigate this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.